Event description:
A malfunction alarm was reported with a code of malf 14, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to contact support again if the issue persisted.